Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a preimplant monitoring voltage of 3.22 and a charge time of 13.1 seconds. It was reported that the device was exhibiting elective replacement indicator.